Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported insulin was not observed exiting the infusion set tubing after filling tubing with (B)(4) units of insulin. There was no impact to the customer's blood glucose levels. Customer was able to change supplies and resume insulin therapy.